Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump presented low occlusion and problems at the end of priming. There was no reported patient involvement or harm.

Manufacturer narrative:
D4 - primary UDI number, d7a, h3 and h6: updated. Product received date - 5/6/2026. The suspect pump was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted. The investigation found the device to be operating properly and within specification. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified. However, the technician will perform a calibration as a preventive measure.